Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, when activated, the device didn't apply clips on the tissue but it fired them against the abdominal wall. The case was carried out by using another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and ejected 16 clips. . It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.